Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was floating potassium reading with the unit. The device was not changed out, however, the user used a back-up unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.